Manufacturer narrative:
The exposed portion of soft cannula was found to be flattened and stretched out. During fluid path test, the fluid was found leaking through a tear on the exposed portion of soft cannula, where the tip of formed needle rested. It could not be determined when this damage to soft cannula occurred or if it linked to the reported event of insulin delivery. The pod download data returned an 0x33 alarm, indicating the user did not send a command to the pod within the allotted amount of time. Generation of the hazard alarm stopped the delivery of insulin. During investigation, the pod was successfully paired to a pdm, and completed priming and a 5u bolus. No hazard alarm was generated during this test. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's blood glucose (bg) levels reached 21.1 mmol/l (379.8 mg/dl) while wearing the pod on the arm between 4 and 24 hours. Hyperglycemia treated by applying a new pod and bolus.